Event description:
Customer received a high calcium result for one patient. Initial result was 11.4 mg per dl, repeated twice gave 8.5 (same analyzer) and 8.4 mg per dl (different analyzer). Customer did not report the high 11.4 mg per dl result, she reported 8.5 mg per dl result. Per lab protocol. Customer repeats all patient samples with calcium result greater than 10.2 mg per dl. The customer states the reason is most likely sample related as they have had an ongoing intermittent issue with calcium fliers for sometime. No additional information was provided within this complaint regarding any prior events.

Manufacturer narrative:
The technical service representative was unable to determine the cause. She reviewed software ((B) (4)) update history, extra wash cycles installed, processing sequence and discussed importance of pre-analytics with customer. She adjusted processing sequence following discussion with customer. Customer will consider options for staff education on pre-analytic sample collection and handling.